Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen in the emergency room after receiving a shock. Reportedly the patient was lying on her right side and was asymptomatic when the shock occurred. Boston scientific technical services (ts) reviewed the episodes strips and the amplitude was very small, p-waves were large, and oversensing occurred; the primary sensing vector was programmed at the time of the event. Attempts to reproduce the change in morphology were unsuccessful. The device was programmed to the secondary sensing vector. No adverse patient effects were reported. The system remains in service.